Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out the right ventricular lead exhibited loss of capture, low impedances and insulation anomaly. The lead was capped and replaced.